Manufacturer narrative:
Correction g4, h6 health effect - clinical code the investigation of the reported failure mode has been completed. No product was returned. Major bleed: the root cause of major bleed could not be determined as insufficient clinical details were provided. Stroke, ischemia: the root cause of the injury was unable to be determined due to insufficient clinical details. Vascular injury: the root cause of vascular injury cannot be determined since the product was not returned and insufficient clinical details were provided. Positioning issue: the cause of the positioning issue was unable to be determined as insufficient clinical details were provided. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in impella IFU: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant indicated that a patient experiencing acute myocardial infarction and cardiogenic shock was implanted with an impella cp device to provide mechanical circulatory support. During the pump support, the patient experienced bleeding complications in the lungs. One unit of packed red blood cells (prbcs) was administered to address intermittent suction alarms that resolved following repositioning. The impella device was adjusted at the bedside under the guidance of echocardiography (echo). A slight pericardial effusion was observed on the echo. Heparin administration was paused, and the physician ultimately opted to proceed with d5w and sodium bicarbonate. Additionally, the patient lost distal pulses in the left lower extremity (lee) at the site of the impella device. A vascular consultation was sought, and a fasciotomy procedure was discussed. All extremities were noted to be dusky and cold. An electroencephalogram and computed tomography scan were conducted, revealing a stroke; however, the timing of the stroke could not be established. The patient's family made the decision to withdraw care, and the patient subsequently passed away.